Event description:
It was reported, the patient had been in two hospitals over the past 14 days. The patient had been discharged, but she was having severe pain in the neck and across her shoulder. Her leg was numb and there was pain across her back. The patient¿s last refill was on 2014 (B)(6). On (B)(6), the patient was in the hospital because, her sodium was low. The next day, the patient was transferred to a different hospital and she admitted herself to the psychiatric unit. It was not thought that this had any relation to the pump, but the reporter did not know. It was then decided, she didn¿t need to be there. The patient had an increase in systolic blood pressure and after two days, she was sent to the cardiology unit. It was reported that it seemed like a coincidence the patient started having symptoms since (B)(6), when the pump was last replaced for normal battery depletion, and had been going to the emergency room. The patient was having pain in her neck, then at the top of her spine to the left. The patient¿s face was ¿pin and needles¿ half way down her face and her head too. It was mild in (B)(6) and the patient did not associate it with the pump. She kept going to the emergency room, but the symptoms were associated to the patient¿s anxiety and depression, but it was ¿not the same.¿ the day of the report, the patient was ¿in such severe pain¿ where her spine began and felt ¿like it was going to fall off¿ and it radiated to the left side. It had gotten worse the past 3 weeks. It got worse after the refill, but the pain had been there, progressively getting worse. It was not known if it was related to the pump, but the patient wanted to rule it out. There was concern because, the catheter was not replaced. It was reported, the patient¿s health care provider (hcp) was going to check the patient¿s charts later. At the time of the report, the patient¿s head felt like it had bugs crawling on it. The patient had been having problems with her bowels and it had been 9 days. The patient was given ¿so much¿ medicine when she was in the hospital. The patient had not gone in over 9 days. After the patient was given medicine, she had violent nausea and vomiting. She couldn¿t go to the bathroom all day and then it came out at night. Her left foot and calf were swollen. It was reported, the morphine did not go all through the patient¿s body and only covered where the catheter was. The patient could barely walk. The system was being used to deliver clonidine, bupivacaine, and morphine.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).